Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, the tip of the driver snapped off leaving the screw partially inserted into the pedicle. The screw was able to be removed and a new one inserted using the back up driver. It was noted that the patient had very hard bone. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device found no pre-existing defect at the level of the defects and breakage. The shear off of the screwdriver pin and the damages of the bone screw are consistent with overload applied during the over-tightening of the screwdriver in the bone screw. The twist and the breakage of the t25 tip are consistent with overloading applied to the driver during the removal of the bone screw. This may happen when the bone screw is inserted in hard bone as described in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.